Event description:
It was reported during post-procedure that the right ventricular lead exhibited elevated capture threshold and low pacing impedance. Imaging confirmed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.